Event description:
It was stated that the insulin pump alarmed with button error and motor error, after it was submerged in water. It was also stated that the screen went blank. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly, motor and keypad trace. Unable to verify the alarms due to the blank display.